Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker at end-of-service due to premature battery depletion. The physician elected to explant and replace the pacemaker. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not yet received.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.